Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting. Upon further inspection, philips field service engineer (fse) visited onsite and reset the connections of the x-ray pc and suite pc, but the same problem persisted. Fse reloaded the system software and restored the backup. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.